Manufacturer narrative:
This patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was suspected to be prematurely depleting. The physician assumed high right ventricular lead outputs may be contributing to a drain in the battery. At this time no changes have been made and the pacemaker remains implanted and in service. No adverse patient effects were reported.